Manufacturer narrative:
Additional information was provided in section b5 describe event or problem.

Event description:
It was reported that during preparation, damage to the dilator tip was observed, with the tip appearing lifted. This issue was discovered when attempting to insert the dilator into the sheath. The faradrive steerable sheath was subsequently replaced, and the procedure was completed without any patient complications. No picture of the damage dilator tip is available. The device was received and investigation is still in progress. It was further reported that the dilator was sharp.

Event description:
It was reported that during preparation, damage to the dilator tip was observed, with the tip appearing lifted. This issue was discovered when attempting to insert the dilator into the sheath. The faradrive steerable sheath was subsequently replaced, and the procedure was completed without any patient complications. No picture of the damage dilator tip is available. The device is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the faradrive sheat was visually inspected. Visual inspection of the sheath revealed multiple kinks along its shaft. Examination of the native dilator confirmed damage on the side near the distal tip. Functional testing of the sheath confirmed the device was unable to achieve and maintain deflection as the steering knob was able to rotate but did not engage the deflection mechanism. X-ray inspection of the sheath revealed that one of the pull wires within the shaft lumen detached, likely due to a fracture at a stress point along the wire. This observation resulted in the failure of the deflection mechanism as the fractured wire no longer connected the deflection mechanism to the distal tip.

Event description:
It was reported that during preparation, damage to the dilator tip was observed, with the tip appearing lifted. This issue was discovered when attempting to insert the dilator into the sheath. The faradrive steerable sheath was subsequently replaced, and the procedure was completed without any patient complications. No picture of the damage dilator tip is available. The device was received and investigation is still in progress. It was further reported that the dilator was sharp.